Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1047 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. Bg was treated with intravenous fluids of insulin and heparin. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Customer reverted to an alternate method of insulin.